Manufacturer narrative:
D4: the customer clarified the correct lot number for this event is 23f009 (previously reported as 23c008). H4: device manufacture date: lot 23f009 was manufactured from june 14, 2023 to june 16, 2023. H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed which showed no signs of a physical abnormality that could have caused the reported condition. A functional flow rate test was performed and the results were within the product¿s specification range. The reported condition was not verified. The device was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the device completed therapy in 24 hours instead of the expected 48 hours. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.